Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection with the naked eye noted a separation between the drain line tubing and the cassette port. There was evidence on the end of the tubing indicating an assembly was attempted. The tubing was not positioned onto the port fully causing the tubing to separate from the cassette. The reported condition was verified. The cause of the condition was related to manufacturing during the automated assembly process. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice automated pd set with cassette leaked; further described as "the bottom of the machine was all liquid due to liquid leaking during exhaust, open the door and touch the film, pad is dry". This was observed during priming of the device for peritoneal dialysis (pd) therapy. The cassette was found to be damaged; "the damage part was at the connection between the card holder and the pipe line". There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.